Event description:
End user reported after second use the skin began to sting and redness occurred.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a casual relationship between the wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. The end user removed the wafer and reports that now the redness now gone. The end user reported never having skin breakdown or blistering or any reaction to the product use. The actual product code could not be identified by the customer and the territory manager. Therefore, the exact manufacturing site is unknown. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.